Event description:
It was reported that the ilet user experienced a low blood glucose of 55 mg/dl following an unannounced meal when glucose was 88 mg/dl, which was followed by a high of 239 mg/dl that likely triggered automated corrections. Symptoms included hypoglycemia, hyperglycemia, and anxiety. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions regarding meal announcing and appropriate oral glucose dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.